Event description:
It was reported that the customer received an altitude alarm while at home with the pump in a pocket. There was a temporary delay in clearing the alarm. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.